Event description:
It was reported that during a colon procedure, the device would not staple but cut. Crunch was not heard. Orange indicator was in green area. Staples were not seen and the staple drivers were up. The surgeon is not sure that it was the first use of this device. Tyvek was damaged. Manual suture. The procedure was extended to 2 hours. Fever at 39 degrees cessius during 2 days since the day after. Antibiotics for prevention of infection. The patient left the hospital 3 days after the expected date.